Manufacturer narrative:
It was reported by registered nurse, that on (B)(6) 2020 a patient's foley catheter with drainage bag was leaking from the bottom of the bag. The reporter states the bag was placed two days prior due to urinary retention. After the leak was identified, the reporter states, the patient's foley catheter was replaced. There was no report of serious injury. Due to the report of medical intervention and in abundance of caution, this medwatch is being filed. Reporter states there is no sample available for return and evaluation. No further information is available. Should additional relevant information become available a supplemental medwatch will be submitted.

Event description:
It was reported a foley catheter with drainage bag was leaking from the bottom of the bag. The patient's foley catheter was replaced.